Event description:
It was reported that the temperature will not come up. No additional information.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a damaged pcb (printed circuit board), wear and tear damaged enclosure and front cover, cracked tank cover, missing drain tube. The customer stated problem was duplicated. During investigation was found a rough use of the pots while adjusting. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and it was scrapped. The cause of the reported problem was traced to the customer manipulation of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: e4: customer reported to FDA: no information. UDI section of d4 is unknown - no information has been provided. D5: operator of the device: unknown.